Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Event description:
The field sales associate reported the following: on (B)(6), 2023, the patient was treated for a zone 2 type b thoracic dissection with gore® tag® thoracic branch endoprosthesis (tbe). It was reported that during the procedure, while the physician was advancing the gore® tag® thoracic branch endoprosthesis tac124515a/(B)(6), through the bladder of the gore® dryseal flex introducer sheath (dsf2465/(B)(6)) the ¿nitinol fishtails outside of the device punctured the bladder of the sheath¿. There was approximately less than 100cc of blood loss, no hemodynamic impairment, and no blood transfusion was required. The sheath was removed, and a different device was used for the procedure. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.